Event description:
Upon the discontinuation of an 18gx1 1/4" smiths medical jelco protectiv safety IV catheter, the catheter approximately 1/16" of the catheter remained attached to the hub while the remaining 1 3/16" of the catheter remained in the soft tissue of the medial aspect of the right elbow. FDA safety report ID #:(B)(4).